Event description:
It was reported that during an unk procedure, the clips kept falling off the vessel. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was rec'd in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended, but the orange indicator was noted to be beyond it's intended position. In addition the jaws opened and closed without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.